Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. Placement of the lv lead was difficult. Thus, the lv was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Allegation of lead dislodged and placement difficulty of the lead could not be confirmed by visual inspection as nothing was wrong with the lead that would cause dislodgement. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.